Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ccu smoked up during the case.

Manufacturer narrative:
The following repair and service diagnostic codes were identified: digital board failure, tier 4 ccu repair, replace digital board. The following was observed: a digital board failure. A tier 4 ccu repair was performed which includes replacing the digital board. This does confirm the alleged failure mode of smoking up. Probable root cause: power surge on: digital board, main board, lemo boards, front board, handle board, button board, ccd sensor, power supply, fuses / ac inlet filter, use error. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the ccu smoked up during the case.